Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 600 mg/dl; cause was not known. Customer went to the emergency room (ER) and was treated with intravenous fluids, insulin drip and vitals were monitored. After 3 hours, customer left ER feeling alert and oriented. Bg was 234 mg/dl. Insulin delivery was successfully resumed. Bg was in control.